Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the ECG changes and hypotension appears to be related to the embolism; therefore, attributed to procedural conditions. However, a conclusive cause for the embolism cannot be determined. The reported patient effects of air embolism, EKG/ECG changes and hypotension as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the air embolism requiring treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and a bright object was noted in the left ventricle (lv). The patients ECG level increased and the blood pressure decreased. Medication was administered and the blood pressure increased. The bright object disappeared over time and the physician determined it to an air embolism. The procedure was completed with implantation of 1 clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.